Manufacturer narrative:
It was reported that the plunger of the syringe component "does not lock in place to hold the negative pressure." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation. No physical damage or abnormality to the syringe tip, plunger, or the plastic body was observed. The black stopper inside the syringe was observed to touch all side walls and the plunger was to lock and stay in place with no issues. The reported problem/issue was unable to be confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the plunger of the syringe component "does not lock in place to hold the negative pressure."